Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was advised that the patient discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 398 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.